Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-23379. It was reported during the pt's trial procedure, a cerebrospinal fluid (csf) leak occurred. Subsequently, the pt developed a headache. It was also reported the pt underwent surgical intervention on (B)(6) 2014, which was earlier than the scheduled removal, where his trial leads were removed. F/u info revealed the physician performed a blood patch, which resolved the pt's headache. The pt is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.